Event description:
The handpiece was returned to the MFR for service, and during the investigation, the device had a run-on condition. This did not occur during a surgical procedure. There was no pt involvement or any adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for service. A run-on condition was found and then reported. Based on the investigation details, the likely cause was corrosion on the motor. The motor was replaced along with other components. Service repaired and returned the device to the customer.